Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was urinating all night long and emptying their bladder and could not sleep. Patient would urinate but not like what it was now. Patient stated that it was a sudden change. Patient did not feel stim. Patient also mentioned that it was hurting in their hip area on and near the implant side down to their leg. Patient increased to 1.0v, which patient stated was comfortable and in the groin area. It was also reviewed ins off option regarding pain to see if that would help but reviewed with ins off that symptoms could change. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.